Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported no flow from a certas valve ((B)(4)) during procedure. The valve was inspected and no blood , tissue or other reason for clog was evident. The event led to surgical delay, unknown for how long. The procedure was completed with a replacement product available. Patient condition was excellent.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 6025611, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.